Event description:
Review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) failed incoming functional testing. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt the belt failed the current test. Upon evaluation, the blue (+5v) and green (belt dischg) wires were shorted between the ECG d. The cause of the test failures is the shorted wires. The root cause of the shorted wires cannot be positively identified but is likely due to a nicked or damaged wire insulation. The cause of the damaged insulation was unable to be positively identified but is likely due to twisting of the cable. No adverse event resulted from the shorted wires. The last patient to use this electrode belt did not report any deficiencies.